Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report.

Event description:
It was reported by a medtronic representative via email that the customer continued having issues with the insulin pump and beyer. The customer stated that the blood glucose is 40 points off other meters. Customer stated they continued having keypad issues and difficult to use. The customer stated this is the cause of people over bolusing. The customer stated they are unable to press the button, it's been very difficult. The customer's blood glucose is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Medtronic representative reported via email keypad anomaly. Customer's blood glucose level was 300 mg/dl. Customer advised the buttons are hard to press and advised they will return the insulin pump. Customer used manual injection in order to treat their blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.